Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the vela main pcba (printed circuit board assembly) and performed a failure investigation. It was determined that it is an intermittent failure due to sticky solenoid. The software was updated and tubing was replaced as a precaution.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the vela main pcba and performed a failure investigation. There were no visible defects, damage or contamination on the component. The reported e33 error was not reproduced nor induced. No recorded e33 event recorded in the events log.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that infant flow sipap have error 33 codes. The customer confirmed that there is patient involvement but no harm on the associated event.